Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the submitted log file. A review of the submitted log file spanned approximately 16 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 15:54 and (B)(6) 2021 at 20:21, while connected to the mpu, a power cable disconnect alarm activated due to an invalid rsoc fault associated with power to the white cable being outside the expected voltage range. The alarm was not associated with a power source exchange and was cleared shortly after activating. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms in the log file. The heartmate mobile power unit (serial (B)(6)), was not returned for analysis and remains in use. A root cause for the reported event cannot conclusively be determined at this time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 patient handbook section 3, ¿powering the system¿ instructs the user to pull back on the end of the power cord to ensure a secure connection to the mobile power unit is in place and the v-lock is working properly. It further instructs to plug the mobile power unit into a dedicated ac electrical outlet, and cautions not to use an outlet that is controlled by a wall switch, or that is portable, or in use by multiple outlet (power strip) adapters. The heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including proper care of power cables and patient cable when connected to the mpu. The heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the device was having power cable disconnects while connected to wall power in intensive care unit. During the analysis of the log files, power cable disconnects were observed while attached to an mobile power unit (mpu) on (B)(6) 2021. There were no other unusual events seen within the log files. Additional information sated that patient stated that the power cord did not come loose, and that there were no environmental circumstances that would have affected ac power at the time of the event. The mpu does have a v-lock connector on the ac power cord. The mpu worked as intended and would not be returning.